Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) of over 500 mg/dl and ketones identified by a healthcare provider as being dangerous. Insulin drip was administered and customer was released from ER after several hours in good condition with bg below 200 mg/dl.